Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1735501, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that two mynxgrip vascular closure devices failed to achieve hemostasis and oozing was noted.

Manufacturer narrative:
Complaint conclusion: it was reported that two mynxgrip vascular closure devices failed to achieve hemostasis and oozing was noted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open. The sealant and advancer tube were found in their manufactured positions as received. The procedural sheath was not returned with the device. The catheter atraumatic wire¿s distal tip was observed bent/damaged. However, it is unknown if the damage was caused by improper handling/packaging for product returning. No other visual damages or anomalies were observed on the returned device. The balloon of the received device was inflated with water and pressure was maintained. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock. A device history record (DHR) review of lot f1735501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to achieve hemostasis¿ could not be confirmed through analysis of the returned devices since they were both received with the sealants still in their manufactured positions. Additionally, a tear was found in one of the returned devices. The conditions of the returned devices do not match the description of the incidents. Based on the limited information available for review, handling factors may have contributed sealants not being deployed in the patients and the subsequent oozing noted after removal of the device. Additionally, one of the devices was received with the balloon torn. It is possible access site vessel characteristics (although not provided) or sheath tip condition factors (although not returned) may have contributed to the balloon loss of pressure found since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR reviews nor the product analyses suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. See MDR 3004939290-2018-00666 for the first device.